Event description:
Donation ID # (B)(4). No medical intervention was necessary for this event.

Manufacturer narrative:
Investigation: the luer connector with dried blood was only returned for investigation. Upon visual inspection, a leak was noted from the luer connector on the replacement line. The connection did not appear to be loose. No external damage to luer was noted. No leak was observed on the luer during leak testing. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out and none have been reported. Further testing was performed on the returned disposable set. After cleaning the disposable set,the luer assembly was leak tested by pressurizing the assembly with air while submerging underwater. No leak was noted. The luer was not able to be disassembled by hand. With a tool, the luer was disassembled without causing damage. There was no evidence of damage to the threads, body, or any other part or excess solvent. The luer assembly was tightened back together and retested for leaks. Again, no leak was found. Gravity is the only source of pressure at this connection and the leak was reportedly found early in the procedure. Root cause: with the evidence accumulated, the root cause for this failure is a loose luer. The luer was only tight enough to prevent the two luers from disconnecting but not tight enough to prevent a fluid leak path. The loose luer is most likely due to insufficient tightening during the assembly operation. Correction: manufacturing staff were made aware of this issue and retrained to the luer tightening procedure.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell (rbc) exchange procedure on a sickle cell patient, they received an 'air passing in the detector' alarm. The operator also noted a leak near the connector under the rbc bag, above the air detector. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.